Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in pacing inhibition and inappropriate shocks. Boston scientific technical services (ts) noted that the noise was consistent with air bubbles in the header which self-resolves. An x-ray and provocation maneuvers were performed, and everything was functioning normally. No intervention was performed, and the patient will be monitored. The device remains implanted and in service.